Manufacturer narrative:
(B)(4). The device was received with the I-blade out of the button jaw and the electrode separated. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I blade. The condition of the blade prevented the functionality of the jaw. The jaw was unable to open and close. It is possible that a replace instrument was noted during usage with the electrode separated in this manner. This was not confirmed during complaint analysis. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure there was an error code: ¿replace instrument¿ and blade was deformed; with gen11. No further information is available.